Event description:
The customer reported that the mounting arm and monitor attached to the wall channel fell. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mounting arm and monitor attached to the wall channel fell. No pt harm was reported. The wall channel came out of the wall. The wall channel was a pre-existing structure that the customer instructed the philips installer to utilize. There was no philips device failure. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.